Event description:
The customer called for help with her meter. While troubleshooting, she performed normal control tests and received results of 204, 175, 186, and 177 mg/dl. The normal control range is 93-129 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.